Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported the patient's blood glucose level rose to 300 mg/dl while wearing the pod longer than 48 hours hours. The patient reported being unsure if the cannula was properly seated in the infusion site (arm).

Manufacturer narrative:
The received device had the cannula assembly fully deployed. The soft cannula measured the correct full length according to specification and did not appear damaged. Inspection of the fluid path and needle mechanism components found no evidence of any damage or manufacturing deficiencies that would result in the soft cannula failing to properly insert into the infusion site. A root cause for the reported unsure properly inserted cannula could not be determined. Attempts made to download the data when the pod was unopened were unsuccessful. All battery voltages were measured to be below the expected. The insufficient battery voltages was caused by the corrosion observed on the pcb board. Attempts made to download the data with an external power source were unsuccessful. The pcb assembly was removed and connected to an external power source to download the data. Attempts were unsuccessful. Connection could not be established between the pod and the master pdm. Without the download data, it could not be determined if the device generated a hazard alarm. Inspection of the pod found the bottom housing to be damaged. It could not be determined when this damage occurred. Corrosion was found on the bottom housing and pcb assembly. It could not be determined what caused the corrosion.